Event description:
Patient contacted dexcom technical support on (B)(6)2015 to claim no audio output on (B)(6)2015. Patient tested the alert functionality and reported the alerts were not functioning correctly. Patient did not report any injuries or medical intervention.

Manufacturer narrative:
(B)(4).